Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information experiencing black particles in the airway and other thermal issues related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged visualization of particles. There is no allegation of serious or permanent harm or injury. The device was returned to the manufacturer's product investigation laboratory for further investigation. The device was evaluated. During exterior investigation, there was unknown dust/dirt contamination present on all surfaces of the base unit. The device did not return with an sd card or filter. There was an unknown dust contaminate present at the air inlet where the filter would be and at the iso port entrance. There was an unknown brownish colored residue ring around iso port. There was an unknown residue present on the top enclosure and front panel. There was unknown debris behind the ui knob. The internal aspect of the device was inspected, there was unknown debris in the tracks of the ui panel. Product investigation laboratory notes that there were mineral deposits present on the motor casing suggesting unknown liquid ingress. There was an unknown moderate dust/dirt and fiber contamination found on the bottom enclosure, blower box housing, blower motor, blower impeller, and rear panel o-ring. The device's downloaded logs were reviewed by the manufacturer. There were five errors found. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. Product investigation laboratory observed secondary findings - a keratin-like substance was observed around the blower box outlet. The unknown dust/dirt contamination and fibers found on the blower casing/impeller and blower box was inconsistent with degraded sound abatement foam contamination. Mineral spots consistent with water ingress were found within blower box, motor casing, bottom enclosure, and blower box housing. Water ingress has been previously addressed the manufacturer concludes that the investigation at product investigation laboratory observed dust/dirt contamination in the airpath, likely from a source external to the device but did not observe evidence of sound abatement foam degradation/breakdown. Given the investigation results above, it has been determined that there is no relationship between the reported symptoms of allergies and the quality issue this time. Section d8, d9, h3, and h6 updated in this report.